Manufacturer narrative:
(B)(4). Results, conclusions: inherent risk of procedure (endoleak); lack of information (unknown cause).

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 58.3mm abdominal aortic aneurysm. Vessel morphology was reported as the proximal neck diameter is 21.8mm and 23.6mm at the distal end. The proximal neck length was 14.5mm. It was reported that during the index procedure a final CT run noted a substantial type I endoleak. The physician re-ballooned and shot runs two more times; however, the endoleak continued. The physician pulled the pig back inside the body of the bifurcated graft and shot another run. Without having any contrast above the top of the graft material, they continued to have a substantial endoleak into the aneurysm. The physician re-balloon the gate even though it looked like it was coming from the body of the graft. The physician decided to add another graft and a 28x28x49 cuff was implanted hoping to cover the defect in the body of the graft. This helped, but did not resolve the type IV endoleak. There were no other procedures performed. The physician reported that the endoleak might resolve itself after the heparin wears off. No additional clinical sequelae were reported and the patient will be monitored by the physician. Reviewed several returned still angio images at implant. The first image shows that the bifurcate was implanted just below the renal arteries; there is minimal l-r neck angulation seen. There is a large area of contrast seen in the aaa sac, which has the appearance of a type IV blush endoleak. The last image shows a possible "jetting" type IV or a type iii fabric endoleak near the flow divider. Images post cuff implant was not provided. From these limited images, the type and cause of endoleak could not be determined.